Event description:
As reported, during placement of a valved PICC device, the right wing broke off the peelable sheath/dilator. The procedure was completed with another sheath/ dilator. No pt complications resulted. The used device will be returned for evaluation.

Manufacturer narrative:
Although it was reported that the used device will be returned for evaluation, it has not yet been received. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).